Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. It is likely that the actual dilator sample hit off center, the cross-cut valve housed in the actual sheath sample with its distal tip while the two devices were being combined with each other, causing a flaw reaching the backside of the cross cut valve. Due to this, the hemostatic performance of the cross cut valve may have been deteriorated, resulting in the reported leak. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. IFU states: insert the dilator into the valve center of the sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the glidesheath slender orange haemostatic valve was faulty, and resulted in a lack of function. A small leak was noted from the valve prior to removal of the catheter. Upon removal of the catheter the blood was allowed to flow freely from the sheath. The patient required 2 pints of blood post procedure as a result. The procedure outcome was reported to be unknown. There was no harm to the patient.